Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the message appeared. The customer pressed the esc and act buttons to clear the alarm but they did not work. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to insulin shots. The device was not returned.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No compromised force sensor system alarms were noted. All operating currents were within specification. All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked lcd keypad connector during visual inspection noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.